Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic approach to peripheral lesions procedure, when the guide sheath was inserted through the forceps port, an unidentified foreign object fell from the tip of the endoscope. The sheath was removed, and the foreign object was collected. Further, the suction sounded strange, but the sheath was inserted into the forceps port as it was. The sheath may have come out of the tip of the endoscope in the form of pushing out the foreign body. The physician does not think that the foreign substance came from an olympus product but wanted to have it checked out just in case. An olympus representative explained that the guide sheath was not designed to cause foreign objects to fall but the physician insisted to have it checked. The customer further explained that when using the scope in the case, the suction worsened halfway through, and the customer speculated that something in the patient's mouth may have been sucked up. Reportedly, there were no abnormalities found when cleaning the scope. The procedure was completed with the same device. The device was inspected prior to use without any issues noted. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (d9) and to provide an update to field (h3). The device was evaluated by olympus. And no reportable malfunctions were found, that could have led to the reported event. The subject device was manufactured on february 2024. Based on the provided 3 digit lot information "42k". However, the exact manufacture date is unknown. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was iron rust containing phosphoric acid and chlorine. Since, it did not contain any components originating from the guide sheath, the specific nature of the foreign matter could not be determined. The root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the device fell into the patient's lungs. The physician attempted to retrieve the device with forceps but was unable to do so. It was ultimately retrieved by suction. This created a slight delay of 12 minutes. The physician did not believe the foreign object was in the guide sheath kit. The scope had also been cleaned, so it was unlikely to have originated from the scope. The physician felt that whatever was suctioned from the patient's mouth was pushed out when the guide sheath was used.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.